Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon return at our post market quality assurance laboratory, the device was analyzed. Analysis of the returned device showed that the proximal lv setscrew was in a fully retracted position. Technicians confirmed that the stuck setscrew could not be backed away from the retainer ring with a standard model 6942 torque wrench supplied with the device. Analysis concluded the stuck setscrew contributed to the reported clinical observation, was most likely induced during a procedure. Boston scientific has implemented manufacturing enhancements to reduce the likelihood of stuck setscrews and issued a product update with additional information to help loosen setscrews.

Event description:
Boston scientific received information that, during a lead revision procedure, this device recorded pacing impedance measurements on the related left ventricular (lv) lead greater than 2000 ohms as well as a high pacing threshold. The lead was disconnected and lv measurements with a pacing system analyzer (psa) were within the normal range. When the lead was reconnected to the device, it was noted the setscrew could not be properly seated. The device was replaced. No adverse patient effects were reported.